Manufacturer narrative:
The coil has not been returned for evaluation; product analysis cannot be performed. The device was not returned; the reported event could not be confirmed. The cause of the event could not be conclusively determined from the reported information. Mdrs related to this event: 2029214-2019-00497, 2029214-2019-00498. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report of concerto coil premature detachment in a catheter. The coils were prepared and used per the instructions for use (IFU). A continuous flush line used and was maintained during the embolization procedure. Resistance was not encountered when the coils were advanced into the catheter. There was no allegation of a patient injury.